Manufacturer narrative:
The baxter technician found the strap moved in the engine and was caught in the rotation of the engine. Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. The technician replaced the strap to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that multirall 200 had strap jammed inside the unit when trying to rewind it. When pressing the button the strap failed to retract and discovered it was all shredded. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.